Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. On (B)(6) 2017 a follow up computed tomography (CT) showed a type 3a endoleak with component separation. On (B)(6) 2017 the physician elected to implant an additional suprarenal aortic extension to seal the endoleak. The patient is reported to be in stable condition.